Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure 94; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed and reproduced during product evaluation. This condition was caused by a depleted/defective main battery. The main battery was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.